Event description:
Upon receipt of additional information, it was determined this product should have been reported under this 1822565. This report should be voided and a corrected report will be filed under 0001822565 -2021 -00310.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should have been reported under this 1822565. This report should be voided and a corrected report will be filed under 0001822565 -2021 -00310.

Manufacturer narrative:
Cmp (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant prodcuts: part # unknown / unknown liner/ lot # unknown part #unknown / unknown cup/ lot # unknown part #unknown / unknown stem/ lot # unknown (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2021 -00068.

Event description:
It was reported that during patient was revised one-month post implantation due to wound complications. Head and liner were revised. Attempts have been made and additional information on the reported event is unavailable at this time.